Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 800 mg/dl at the time of incident. The customer's blood glucose was 174 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed prime test, excessive no delivery test, self test and unexpected restart alarm error test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window and minor scratches on display window noted.